Event description:
Boston scientific received information that during the follow-up one week post-implant, this right atrial (ra) lead exhibited loss of capture and no sensing. An x-ray was performed, which confirmed the ra lead was dislodged. A revision procedure was planned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted pending a revision procedure. This report will be updated when additional information is received.

Manufacturer narrative:
Boston scientific received additional information that no lead revision was intended. Due to the patient's chronic atrial fibrillation, the physician elected to lead the device programmed to vvi mode. The ra lead remains implanted but programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.